Manufacturer narrative:
Corrected data: h6. Eval code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: rao s et al. Tavr thrombosis in patient supported with durable left ventricular assist device. Journal of cardiac failure. 2019 aug;25(8):s174. Doi: 10.1016/j.cardfail.2019.07.524. Epub 2019 aug 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a history of st-elevation myocardial infarction, percutaneous coronary intervention, progressive cardiogenic shock, and veno-arterial extracorporeal membrane oxygenation support. During a 12-month span following left ventricular assist device (lvad) implant, the patient experienced ¿worsening aortic insufficiency¿ as evidenced on echocardiography. Subsequently, the patient underwent transcatheter aortic valve replacement (tavr) with a 26 mm medtronic evolut pro bioprosthetic valve (serial number not provided). Four days post-tavr, the patient developed complete heart block and a permanent pacemaker was implanted. Three months post-tavr, a multi-phase 4d computed tomography angiogram revealed ¿extensive hypoattenuating leaflet thickening¿ involving all 3 leaflets of the valve with absent leaflet motion indicative of valve thrombosis. Intravenous anticoagulation medication (unfractionated heparin) was initiated; however, this had to be stopped due to hemodynamically substantial gastrointestinal bleeding (stated to be a recurrent complication after lvad implant) that required multiple transfusions. It was noted that the lvad speed was attempted to be increased to minimize risk of aortic valve opening, but this was unable to be continued due to recurrent low flow lvad alarms. Three months later, repeat imaging showed continual thrombosis and the patient was reported to be in stable condition. No additional adverse patient effects or product performance issues were reported.